Manufacturer narrative:
Device investigation: results code : the coil is complete with the proximal constraint ball in place. Other than some minor offset coils which can be attributed to handling, the coil is well formed. The proximal constraint ball was measured on a see mic optical measurement system. The od of the ball measured 0.01316". This is marginally larger than specification for this part; however the presence of dried patient fluids on the surface of the ball may have affected the measurement. The unintentional detachment noted in the complaint could not be confirmed. The detachment of the coil from the pusher is a function of the interaction of the proximal constraint ball, the distal detachment tip (ddt) and the pull wire. Since the pusher assembly that includes the pull wire and the ddt was not returned, these parts could not be evaluated and the ultimate cause of the detachment could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During the advancement of a penumbra coil into a left mca aneurysm, some tension was felt and the coil detached from the pusher wire. A snare was used to retrieve the coil and the case was then completed.